Event description:
Presented with knee pain, liner swap with scar tissue removal.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a total knee arthroplasty at less than one year after surgery due to what is described as pain and scar tissue. A revision with exchange of poly was carried out. I cannot confirm that this event took place since I have no supporting documentation such as office notes and operation notes. Regarding the possible root cause of failure for scar tissue and pain. I cannot determine it with certainty. Causes of arthrofibrosis are multifactorial including patient factors and surgical technique. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's knee was revised due to pain whereby the insert was revised with scar tissue removal. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Presented with knee pain, liner swap with scar tissue removal.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.